Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently experienced elevated blood glucose levels over 600 mg/dl due to the pump's basal rate and carbohydrate ratio settings needing adjustment. Customer declined to troubleshoot for blood glucose levels. Recommendation was made for the customer to consult with a healthcare provider regarding settings adjustments.